Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 400 mg/dl. Customer reported that she was unable to draw air into the reservoir or push or pull the plunger rod properly. Customer also reported that the insulin pump failed to deliver insulin and no warning was given. Customer reported that the issue was resolved by a complete set change. Product is being returned and replaced.